Manufacturer narrative:
There were no reported medical interventions, surgical delays, or any adverse consequences for patient and/or user with this event. Investigation suggested that the power supply was damaged. This malfunction could cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness by not being available for sterilization monitoring with the rapid bis, delaying the release of the sterilization loads, which could contribute to death or serious injury if it were to recur.

Event description:
It was reported that the incubator lights were turning on and of and it was beeping. It could not be use for incubation.